Event description:
It is reported that a customer experienced high blood glucose of 537 mg/dl. The customer was not treated for the high blood glucose at the time of the call. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the cannula was bent. Set number or lot number was not verified. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.